Event description:
Upon inspection of the balloon catheter, two indentations were noted approx. One inch from the balloon itself. It was believed by the surgeon that these permanent indentations would cause difficulty in the pumping and inflation so the catheter was not used. Event complications: unk - reported 11/5/96; none - reported 11/20/96.

Manufacturer narrative:
Evaluation summary: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the device. The three tack welds were noted to be intact. The catheter tubing in this area appeared normal. A severe kink in the catheter tubing and inner lumen was observed at a location of 4.25" proximal to the metal sleeve. When the balloon was attached to the system 90 iabp in the laboratory, the iab inflated and pumped satisfactorily at 80 and 160 bpm. No alarms were triggered during testing. Probable cause of difficulty: laboratory examination of the iab revealed no defects. The returned datasheet indicated that the user noticed indentations in the catheter tubing approx. 1" from the balloon membrane. The indentations in the catheter tubing observed by the user were the balloon tack welds and were created during the iab's mfg process. In this area, the inner lumen is tack welded to the catheter tubing. Slight indentations in the catheter tubing and inner lumen are a normal appearance and are not product defects. These indentations do not hinder the flow of gas through the catheter tubing during iabp nor does it hinder iab performance. If the decision was made to insert the iab into the patient, the balloon would have functioned normally.